Event description:
The customer reported that there is variation between the blood glucose level and the sensor reading. The unit also alarmed bad sensor alert. The blood glucose reading was 131 mg/dl. The alert occurred after initialization. The bad sensor alert occurred after a second calibration error. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.